Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram which was performed showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (f1521502) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the balloon lost pressure during pull back. The device and the procedural sheath were removed and manual pressure was applied for 25 minutes until hemostasis was achieved. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: the balloon lost pressure at the 2nd stop (arteriotomy). There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: diagnostic coronary vessel size: 7 mm sheath size: 5f.